Manufacturer narrative:
B5-updated info: on (B)(6) 2021 a shorter lens ws implanted and the problem was resolved. The surgeon also reports performing a vitrectomy. H6-health impact code 4650 (vitrectomy). Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, diopter -3.5 into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to excessive vault. The cause of the event is reported as unknown.